Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no defect was found. The black box shows a 0.00u basal program beginning on (B)(6) 2015 15:56. A power on was then recorded on (B)(6) 2015 17:34; insulin deliveries never resumed. Pump completed a 24hr duration test with no alarms or power on resets. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose (bg) of 57mg/dl, with cognitive impairment and unsteadiness when standing and walking. Patient ate and brought it up to 137 mg/dl, required no assistance. Time/date were correct and basal/bolus history were as expected. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as causing/contributing to the hypoglycemic event.